Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. C95073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone an essure confirmation test". The patient's past medical history included uterine fibroids and gastric infection. Concurrent conditions included obesity and irritable bowel. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (d&c, hydrothermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, hormone level abnormal, migraine, headache, dysmenorrhoea, weight increased and gastrointestinal disorder had not resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 180 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "hormonal changes, migraines, headaches, dysmenorrhea (cramping), weight gain, gastrointestinal or digestive system condition ,patient did not undergone an essure confirmation test", lot number, reporter, concomitant condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. C95073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone an essure confirmation test". The patient's past medical history included uterine fibroids, helicobacter pylori associated gastrointestinal disease, vaginal haemorrhage and menorrhagia. Concurrent conditions included obesity, irritable bowel, colitis, vaginal bleeding and uterine fibroids. Concomitant products included dicycloverine (dicyclomine), duloxetine, linaclotide (linzess) since on (B)(6) 2016 and omeprazole since on (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 7 days after insertion of essure, the patient experienced uterine leiomyoma ("uterine fibroids/ tumor / teratoma / cancer type: uterine fibroids"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("anxiety/ psychological or psychiatric problems condition: anxiety") and hormone level abnormal ("hormonal changes"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("gastrointestinal or digestive system condition/gastrointestinal or digestive system condition - type: ibs") and abdominal pain lower ("low abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and mood swings ("hormonal changes describe: mood swings"). The patient was treated with axotal (fioricet), surgery (hysterectomy(partial) with bilateral salpingectomy) and surgery (d&c, hydrothermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved, the fatigue, hormone level abnormal, migraine, dysmenorrhoea, weight increased and irritable bowel syndrome had not resolved, the depression, anxiety, uterine leiomyoma, alopecia and mood swings outcome was unknown and the headache was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, mood swings, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Ultrasound scan vagina: on (B)(6) 2015: everything was in place and working. Then total bilateral occlusion. On (B)(6) 2016, she had CT of abdomen & pelvis with IV contrast showed "metal wires in bilateral fallopian tubes". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: added laboratory data. Added events hormonal changes describe: mood swings. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. C95073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone an essure confirmation test". The patient's past medical history included uterine fibroids, helicobacter pylori associated gastrointestinal disease, vaginal haemorrhage and menorrhagia. Concurrent conditions included obesity, irritable bowel, colitis, vaginal bleeding and uterine fibroids. Concomitant products included dicycloverine (dicyclomine), duloxetine, linaclotide (linzess) since (B)(6) 2016 and omeprazole since (B)(6) 2016. On v2014, the patient had essure inserted. On (B)(6) 2014, 7 days after insertion of essure, the patient experienced uterine leiomyoma ("uterine fibroids"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("anxiety") and hormone level abnormal ("hormonal changes"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("gastrointestinal or digestive system condition/gastrointestinal or digestive system condition - type: ibs") and abdominal pain lower ("low abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with axotal (fioricet), surgery (hysterectomy(partial) with bilateral salpingectomy) and surgery (d&c, hydrothermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved, the fatigue, hormone level abnormal, migraine, dysmenorrhoea, weight increased and irritable bowel syndrome had not resolved, the depression, anxiety, uterine leiomyoma and alopecia outcome was unknown and the headache was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: everything was in place and working. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. C95073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone an essure confirmation test". The patient's past medical history included uterine fibroids, helicobacter pylori associated gastrointestinal disease, vaginal haemorrhage and menorrhagia. Concurrent conditions included obesity, irritable bowel and colitis. Concomitant products included dicycloverine (dicyclomine), duloxetine, linaclotide (linzess) since (B)(6) 2016 and omeprazole since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 7 days after insertion of essure, the patient experienced uterine leiomyoma ("uterine fibroids"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("anxiety") and hormone level abnormal ("hormonal changes"). In march 2015, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("gastrointestinal or digestive system condition/gastrointestinal or digestive system condition - type: ibs") and abdominal pain lower ("low abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with axotal (fioricet), surgery (hysterectomy(partial) with bilateral salpingectomy) and surgery (d&c, hydrothermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved, the fatigue, hormone level abnormal, migraine, dysmenorrhoea, weight increased and irritable bowel syndrome had not resolved, the depression, anxiety, uterine leiomyoma and alopecia outcome was unknown and the headache was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: everything was in place and working. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received. Reporters information was added. Events added: abnormal bleeding(vaginal, menorrhagia), uterine fibroids, low abdominal pain, hair loss. Preferred term of event gastrointestinal or digestive system condition was updated from gastrointestinal disorder to irritable bowel syndrome. Outcome of events abdominal pain and bleeding were updated to recovered/resolved, event headache from not recovered/not resolved to recovering/resolving. Historical conditions and lab data was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and on an unknown date the patient reported adverse events including pain (regarded as pelvic pain) and heavy bleeding(regarded as genital hemorrhage). The patient underwent hysterectomy for essure removal on (B)(6) 2016. Chronic pelvic pain (cpp) and genital hemorrhage are highly prevalent in women and can have multiple causes. In this particular case, alternative explanation was not available for the events. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of ptc company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and on an unknown date the patient reported adverse events including pain (regarded as pelvic pain) and heavy bleeding(regarded as genital hemorrhage). The patient underwent hysterectomy for essure removal on (B)(6) 2016. Chronic pelvic pain (cpp) and genital hemorrhage are highly prevalent in women and can have multiple causes. In this particular case, alternative explanation was not available for the events. This case was regarded as incident since device removal was required. The product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.